Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving access 2 immunoassay system. The customer stated the initial value was approximately 0.08 ng/ml. After retest, the result recovered approximately 0.03 ng/ml, within the normal reference interval. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory.